Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Lasso nav catheter (d-1343-01-s). Reprocessed ez steer bi-directional catheter. Acunav catheter (model# m-5723-09). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the ablation phase was completed, just prior to the removal of the catheters from the left atrium, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was performed and yielded an unknown amount of fluid. Patient was reported to be in stable condition at the time this complaint was reported. There is no information regarding extended hospitalization or patient outcome of the adverse event. There were no factors cited that may have contributed to the adverse event. The physician did not provide causality opinion for the event. It is unknown if a transseptal puncture was done. The patient did received anticoagulation during the procedure with activated clotting times maintained in an unknown range. No ablation was being performed when the adverse event occurred. There were no error messages reported on bwi equipment during the procedure. Prior to the procedure and pre-adverse event, the patient was in normal sinus rhythm.